Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter obtained blood glucose values of 20, 49, and 88mg/dl on the same lifescan meter within 20 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the variation between the two results exceeds the maximum acceptable value of 20% variance between readings taken on the same meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.